Event description:
The hcp reported that the pt was having increased spasticity. A catheter dye study was done (date unk) resulting in the diagnosis of "catheter failure"; the catheter was replaced. The pump was also replaced at the time of the catheter replacement based on age of device and hcp judgement. The pt was reported to be doing well and that his spasticity is under control. The pump and the catheter were used to deliver compounded baclofen 2000 mcg/ml at 300 mcg/ml day. Please see MFR's report # 600003020080392.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear and motor stall. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning sept 1999.